Event description:
It was reported that pump experienced malfunction that displayed malfunction code indicating software error, without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.